Event description:
The customer reported that the remote network station (rns or remote monitoring system) display screen is white. The customer power cycled the unit several times but the issue remains.

Manufacturer narrative:
An exchange monitor was sent to the customer site. They replaced the monitor with the new monitor, and the issue has been resolved.